Event description:
During plasmapheresis procedure in dec 2004, donor experienced pain and tightness in the arm. During plasmapheresis procedure in jan 2005 donor experienced itching and hives on the forearm and chest tightness. Plasmapheresis procedure was discontinued and donor administered 50 mg benadryl. Symptoms resolved post procedure.